Event description:
The field service rep (fsr) reported during preventative maintenance (pm) of the device, the display blank intermittently. A loaner unit was installed and the defective pump was sent to the MFR for eval. Since this event was during pm, there was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed by the field service rep (fsr). The pump passed incoming visual tests and tactile inspection. Functional testing included connecting to the system 1 platform unit and the system powered on successfully. The unit was operating in forward and reverse rotation for one hour with no failures observed. The unit was confirmed as occurring by review of software data logs. The unit was subjected to several induced pump jams at various temperatures and the complaint could not be duplicated. The unit operated to MFR specs and was returned to clinical use. No add'l action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.